Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to alarming with no error message. Functional and visual testing was performed. When the pump was powered on, it alarmed ? No disposable" and high pressure alarms. It's recommended that the downstream occlusion be replaced and the software be re-installed.

Event description:
Information was received indicating that a smiths medical cadd legacy 6400 pump was observed to beep with no error message. There were no reported adverse effects.